Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 colony forming units (cfu) of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found following findings: bending section cover glue was found separated; connecting tube had a wrinkle; scratches were found on suction cylinder; unit failed for up/down/right/left angulation movement of bending tube and distal end of the biopsy channel had cuts. Follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope. Customer provided endoscope hygiene microbiological test results in which following germs were identified in sampling results. Escherichia coli : 150 colony forming units (cfu)100ml (approximately). Citrobacter freundii : 11 cfu/100ml. Klebsiella pneumoniae : 500 cfu/100ml. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria initially detected could not be determined. It is unknown if there were any deviations in reprocessing from the instruction manual as the reprocessing information was not provided by the customer. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by the following: the reprocessing manual provides the following warning: an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.